Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that during the implantation of a tecnis itec preloaded 1 piece intraocular lens (iol) zct2250200 there was more resistance than usual. It came out with a damaged/torn edge and small fractures/cracks centrally. This was a ''positive-pressure'' eye and the surgeon struggled to keep the posterior capsule back. In the process of removing the iol the capsule was torn and a vitreous prolapse occurred. An unplanned vitrectomy was performed and a sulcus-fixated iol in the front of the anterior capsule was implanted. What is a normal 15 minute case required 90 minutes. The reporter indicated that he did not know if the iol was prepared properly or if it was problem with the injector. In follow up the surgeon indicated the patient's recovery will be slow but he was optimistic that her outcome would be good. Patient's visual acuity 12 days post op was 20/100 uncorrected, 20/50 pinhole. Her corneal edema was 90% resolved but she has high astigmatism from the sutures used to close the wound. It was the patient's left eye that was affected. The device was discarded and will not be returned for investigation.

Manufacturer narrative:
The manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing procedure specifications. No deviation or non-conformance report (ncr) was found related to the complaint type reported. A review of process manufacturing instructions in the change control system was done during the period when this product order was manufactured and did not show any change that could be related to the complaint type reported. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.